Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecision with the magnesium assay for patient samples tested on the architect c4000 analyzer. Two examples were provided. Sid (B)(6): (B)(6) 2018, initial result of 8.8 retested at 2.3 mg/dl. Sid (B)(6): (B)(6) 2018, initial result of 8.1 retested at 2.2 mg/dl. The customer's normal range is 1.7 - 2.8 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer performed significant troubleshooting at the suggestion of the abbott technical representative. After initial troubleshooting, the magnesium precision was around 4.3% cv. The customer then replaced the sample and reagent probes, ran precision and the cv% had dropped to 0.0% (level 1 control) and 2.0 % (level 2 control). The customer was satisfied with these results and considered the issue resolved. There were no additional erratic magnesium results reported on (B)(4) after the probes were replaced. An instrument service history review revealed no additional erratic or discrepant results reported on the (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.